Event description:
Sientra implants 535 high profile smooth silicone gel implants and strattice used from the muscle down to the inf with vertical reduction of height with a horizontal wedge of tissue used. These were placed in (B)(6) of 2019. Constant pain and loss of range of motion, fatigue, illness, breathlessness, itchy skin, bruising, infection, skin deterioration, dizziness, headache, general health decline, auto immune disease, hair loss, brain fog, high ana, enlarged lymph nodes, problems swallowing and general decline in health. (B)(6) 2020 severe infection in breast and implant started to try and extrude through the dead skin. Resulted in surgery to try and remove infection, strattice, and implants. I was left deformed from infection, I have daily pain, I have lost range of motion. I can't wear certain clothing from the pain caused by the implants and surgery. I am disfigured from the implants and strattice. I had an infection, auto immune, and allergic reaction to the implants and strattice. These products should not be on the market. The FDA should take them off or require far different warnings that the plastic surgeons are not conveying to the clients. I was pressured by plastic surgeon for two of the surgeries for these implants. It is about the money and not about women health. FDA stop this there are far more women that are injured and sick due to implants and strattice than the industry is revealing. As well as deaths now due to the texture implants. This must stop health over bottom line. FDA safety report ID # (B)(4).

Event description:
Additional information received from reporter on 11/4/2021 for mw5105155. FDA safety report ID # (B)(4).